Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. Customer¿s blood glucose was unknown. The customer reported that there were small chips on screen that affects ability to see screen, diminished battery life, need to change out every week to 2 weeks, backlight was not as bright, pump was louder during rewind, has experienced motor error, and buttons are less responsive, harder to press. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.